Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk reviewed and revealed lead integrity alert triggered. There was also a patient alert for lead failure predictor on (B)(6) 2011. High resistance/impedance, patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance equals 437 to 4047 ohms peak between (B)(6) 2011. In addition there was interference/noise, ventricular short interval count v-sic equals 31.2 counts avg/day, in 2.76 days, between (B)(6) 2011.

Event description:
The patient called to report having dizziness and hearing a patient alert. It was also reported that the right ventricular lead had impedance greater than 3000 ohms, a lead warning and no capture at 8 volts at 1.5 millisecond. Follow-up information further reported that the lead was not sensing appropriately. The lead was capped and replaced. No patient complications have been reported as a result of this event.